Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a hypoglycemic event during sleep, as captured in a survey for the ilet experience study, with no associated device alerts or alarms and the cause unclear. Customer care provided support that included multiple attempts to obtain additional information from the user for event details and blood glucose questionnaires without success. Investigation of this case revealed no additional information could be gathered from the user and no device malfunction was confirmed. No clinical symptoms associated with hypoglycemia reported. Outcomes included no reported hospitalization and no reported long-term injury. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.